Event description:
It was reported that the patient heard the pump alarm once before. The patient had missed their refill and the low reservoir alarm had sounded. It occurred in 2009. It was unknown what the pump system was delivering. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0056661r, implanted: (B)(6) 2001, product type catheter; product ID 8575, lot # j12305r, implanted: (B)(6) 2006, product type accessory. (B)(4).